Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the auxiliary water tube was applied in the morning and cleaned in the evening. The tube is not cleaned between each case; instead, it is cleaned once daily. There were no reports of patient harm.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection. Based on the results of the investigation, and since the product was not returned, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received by the customer.